Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for compromised force sensor system. Customer¿s blood glucose was 150 mg/dl. Customer also reported that drive support cap was sticking out. Customer was advised discontinue use of the pump and refer to back up plan. Insulin pump will be returned for analysis